Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer stated that contacts on battery cap were not missing and battery cap and compartment were not corroded or damage. Customer stated that insert new batteries into insulin pump and try to turn the insulin pump on, but issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with normal operating current. Device passed displacement test and self test. Device passed off no power test. No unexpected low battery alarm anomalies noted. Device received with cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label. (B)(4).